Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver had a low transmitter battery. No additional event or patient information is available. Data download log was provided and reviewed for evaluation on (B)(6) 2016. Complaint for a low transmitter battery was confirmed, in addition a transmitter failure was found and confirmed on (B)(6) 2016. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable.